Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer¿s blood glucose was reported as "high". The customer treated the elevated bg with multiple dose injections. Customer will continue to use current pump for insulin therapy. A replacement pump was sent to resolve issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer¿s blood glucose was reported as "high". The customer treated the elevated bg with multiple dose injections. Customer will continue to use current pump for insulin therapy. A replacement pump was sent to resolve issue.